Event description:
Caller reported that the touchscreen appeared backlit in a gray/greenish color and no buttons could be pressed, affecting interaction with the pump. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent and instructed the customer on using a backup insulin pump, programming settings into the new pump, connecting a cgm, and returning the defective pump to avoid charges. The customer was advised on putting the pump into storage mode before the return, and all instructions were understood and acknowledged.